Event description:
Complainant alleged that during the incoming inspection of the device. The device's pacer rate would not go over 30ppm. The complainant indicated that there was no pt involvement in the reported failure.